Event description:
It was reported that "the on-screen button is often not responsive." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.